Manufacturer narrative:
Concomitant medical products: 305u223 tissue valve, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have become dislodged and was now in the atrium. The rv lead remains in use. No patient complications have been reported as a result of this event.